Event description:
The account reported the foot end brake caster is not locking into brake mode. The stretcher was located in the holding area at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account found the brake pad needed to be adjusted most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The account adjusted the right brake pad and then adjusted all brake pads as precautionary measure. Based on this information, no further action is required.